Event description:
It was reported that the user experienced multiple severe glucose excursions while using the ilet bionic pancreas, including two hyperglycemic episodes characterized by fatigue, dry mouth, and sluggishness, and two hypoglycemic episodes characterized by constant sweating and dizziness, with emergency medical services contacted for assistance. Symptoms included malaise, xerostomia, lethargy, diaphoresis, and vertigo consistent with hyperglycemia and hypoglycemia. Outcomes included emergency medical assistance without reported hospitalization. Investigation included a review for device performance issues and user-reported event details; additional information from the user is required to clarify device alerts or alarms, site or infusion issues, insulin integrity, and meal or activity factors. Investigation of this case revealed that the cause of both the hyperglycemic and hypoglycemic events remains unclear, with no confirmed device malfunction or component failure identified based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.